Event description:
It was reported that this patient experienced ventricular tachycardia (vt) and the rhythm was accelerated lasting for six seconds by this implantable cardioverter defibrillator (ICD). The vt was self-terminated with no additional adverse effects or intervention. Currently, this device remains in service.